Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use, it was noted that upon loading faradrive into the body, valve on sheath was pulling bubbles during aspiration. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.